Manufacturer narrative:
Recall: this ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-12942, 1627487-2013-12943. It was reported, the patient's ipg is unable to communicate with external devices. A new charger was also unable to communicate. The patient also reported, the stimulation has been getting weaker and is not increased when the amplitude is increased. Surgical intervention is planned at a later date to address the issue.